Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, some time post-operatively of a laparoscopic ventral hernia repair, during follow up due to discomfort, the surgeon discovered that a reload was in the patient¿s abdomen. The reload was removed from the patient in a separate procedure.